Event description:
It was reported that an asymptomatic patient presented to the clinic, high and out of range hv lead impedance measurements on the rv-can vector were observed. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.